Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, 10:00 pm, after inserting a new sensor, the patient experienced a false low reading from her cgm. The device displayed a "low" glucose alert, while a manual blood glucose check showed 154 mg/dl. The patient attempted to calibrate the sensor but received a message to wait 15 minutes due to a calibration error. After waiting, the sensor then displayed an additional error message instructing her to wait 3 hours. The patient waited but eventually fell asleep before the sensor could be properly calibrated. At approximately 12:45 am on 09/03/2025, the patient¿s insulin pump issued an alert indicating a sensor failure. The patient was asleep at the time and did not replace the sensor, remaining unaware of the malfunction. Around 4:00 am, a friend entered the living room to perform breathing exercises and found the patient sitting upright on the couch, unresponsive, and sweating profusely. Concerned by her condition, the friend immediately called 911. Paramedics arrived shortly after and stayed for about one hour. They assessed the patient¿s blood glucose level, which was critically low at 40 mg/dl. Although no medication was administered, the patient was given food and fluids such as juice. Due to the persistent hypoglycemia and the continued cgm failure, paramedics determined it was unsafe to leave the patient at home and transported her to the emergency room (ER). The patient reported being unaware of the time from the arrival of the paramedics until she reached the ER, suggesting a possible altered state of consciousness during that period. Upon arrival at the ER, the dexcom sensor was removed. The patient¿s blood glucose remained at 40 mg/dl, and staff attempted to measure her body temperature, which was initially unsuccessful due to wet clothing and signs of hypothermia. Nurses used a warming device connected to hot air to stabilize her temperature. Once her temperature was successfully recorded, blood work was performed. Her glucose level had risen to 197 mg/dl, indicating stabilization. No medications were administered at the ER. The patient was discharged between 12:30 pm and 1:00 pm. At the time of the report, the patient was stable and doing well. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.